Event description:
According to the reporter: the customer states the balloon could not be inflated which caused a contstant leakage. This also caused the surgeon to have less visibility and space in the abdominal cavity. The surgeon used another blunt tip trocar to finish the procedure. There were no complications for the patient and the surgery was not delayed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).